Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted. There were no adverse consequences to the patient.